Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had new pain at the back and that the surgeon needed to correct it with a fusion procedure. It was also reported that the new back pain was not device related. The patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.